Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the device failed to respond to the calibration procedure. The device was not changed out for the procedure, and the user reported the surgery was completed using a clamp method. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.